Event description:
The patient missed his pump refill due to the patient being in the hospital; he had multiple unspecified health issues. The patient's pump was filled by a pain physician there on an emergency basis and the patient's wife was working to find another physician that may potentially see her husband. She found a physician that would see him in 2009, but the pump was set to alarm eighteen days prior, and the physician would not see him on an emergency basis; they were instructed to wait until original date. The patient experienced withdrawal. The symptoms included drowsiness, mental confusion and light headedness. The patient's wife also stated that he had been very sick and almost died on two occasions while in the hospital; she felt these issues could be related. The patient was at home on the date of this report, the pump was alarming, and the patient's wife was working on obtaining oral medication for the patient for the mean time. The pump was used to deliver clonidine and dilaudid. Additional information has been requested, a follow-up report will be sent if additional information becomes available.